Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring split in half as it was being drawn back while in the patient. (Piece was inside patient ,they were able to remove) open new kit to complete. The hospital did not report any patient.

Manufacturer narrative:
Updated section: d-4 lot# and exp date, d-10, g-4, g-7, h-2, h-4, h-10. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring split in half as it was being drawn back while in the patient. (Piece was inside patient they were able to remove) open new kit to complete. The hospital did not report any patient.

Manufacturer narrative:
Corrected section: h3 - device not returned. Trackwise # (B)(4). The lot # 25152158 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. A package was received from the complainant on 10/21/2020 and upon intake of the package/device it was observed that the box was empty with no device. Dcu sent an email on 10/29/2020 informing both the complainant and account manager the delivered box was empty. A response was received on 11/05/2020 from complainant stating, ¿the defective item went back in your bio kit a couple of weeks ago. I would think you would have received it by now¿. The device was not received by the laboratory of getinge wayne facility. Therefore, no evaluation could be performed. This complaint record will be reopened and further investigated if the device becomes available. H3 other text : device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring split in half as it was being drawn back while in the patient. (Piece was inside patient they were able to remove) open new kit to complete. The hospital did not report any patient

Manufacturer narrative:
Trackwise # (B)(4). The device package was returned to the factory for evaluation on (B)(6)2020 and an investigation was concluded on (B)(6)2020. A physical examination was done. However, the alleged device was not returned with the package. The package included the harvesting tool packaging, with a note on the image of the cannula stating "broke in half during use". However, the box did not have the device inside and was found empty. Therefore, no evaluation could be performed. It is not possible to confirm the reported complaint.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring split in half as it was being drawn back while in the patient. (Piece was inside patient they were able to remove) open new kit to complete.